Manufacturer narrative:
Wide spread corrosion damage within the internal components was identified as the probable cause of the failure.

Event description:
The micro reciprocating saw was sent in for eval due to overheating during a procedure. The procedure was completed with a readily available replacement device. No adverse event was associated with the device.